Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, ¿remove instrument from patient¿ was displayed when the device was used on the hepatic vein. After that, the blade tip was cleaned and then, it was found that the blade tip was broken off. The broken pieces were found on the instrument table and the broken pieces were retrieved. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.